Event description:
It was reported that inflation could not be maintianed on two, size m6sct, specialized single cannula low pressure cuffed tracheostomy tubes. The devices which were tested prior to intubation were in use approximately five days when the reported inflation problems occurred. There was one patient involved with no reported patient injury. The m6sct devices were returned to the manufacuturer on 01/07/1998 for identification, analysis, and investigation.